Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had an occipital system removed because of an infection. They stated that the therapy was effective and the patient was going to be re-implanted. The hcp didn't know which brand the patient was implanted with. Additional information received from the hcp. It was reported that the hcp wasn't able to confirm which company the explanted ins was from. They believed the infection was resolved as the patient was on IV antibiotics for a while and was no longer on them. The infection happened in the fall of last year and the patient's weight was unknown. No further complications reported.